Manufacturer narrative:
Internal complaint reference: (B)(4). Li, c., qi, y., liu, g., yin, x., jin, y., jiang, z., ... & ye, c. (2020). Long-term clinical outcomes of percutaneous cervical nucleoplasty for cervical degenerative diseases with neck pain and cervical vertigo. World neurosurgery, 133, e205-e210.

Event description:
It was reported that on the literature review "long-term clinical outcomes of percutaneous cervical nucleoplasty for cervical degenerative diseases with neck pain and cervical vertigo", 2 patients experienced cerebral infarctions, it is unknown how this was treated and also other 4 patients required to be re-operated after a cervical nucleoplasty using a spine wand. The patients' outcomes are unknown. No further information is available.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/IFU, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.